Event description:
The following was reported via medwatch/MDR report#mw5175597. It was reported that prior to the use of the monopolar cable 10 feet (600290), flame and smoke were observed on the cord connected to the monopolar 1 universal receptacle. The cord was burned and broken. It was reported that the cord used was a non-b (6) manufactured. There was no patient involvement; therefore, no injuries, deaths, or surgical delays were reported.

Manufacturer narrative:
The monopolar cable 10 feet (600290) was not returned for evaluation, and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and the device history record (DHR) could not be reviewed. Failure analysis: this product was discontinued in 2016, indicating an age of at least nine years. Per the product warning label, "do not pull cord. Grasp the plug to remove the cable. Inspect the cord prior to each use for cracks/separation. Incorrect handling of the cord can cause sparks or a fire hazard." Per the cable's instruction for use (IFU, jl-00107), "it is very important to check all cables before each use for visual damages and wear, in particular with regard to the cord insulation. Never use damaged cables." Root cause analysis: the definitive root cause cannot be determined. The issue of flame and smoke may be the result of damage to the insulation due to age, wear, or mishandling. Per the IFU and product warning label, damaged cables pose a fire hazard and must not be used. The cable and insulation must be inspected before each use.